Manufacturer narrative:
A product investigation was completed: a device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed as the returned devices were received stuck together and could not be separated. As the devices could not be separated and the specific circumstances at the time of issue are unknown a root cause cannot be definitively determined. However, the returned condition is consistent with the result of an incorrect orientation and subsequent force. During the investigation no unaddressed issues were observed and no product design issues or discrepancies that may have contributed to the complaint condition were observed. The risk assessment was found to adequately address the complaint condition. The concomitant locking holding sleeve was also received; upon visual inspection there is no evidence that this device contributed to the complaint condition. Review of the device history records showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. Per the technique guide, the returned devices are part of the trochanteric fixation nail advanced (tfna) system. The helical blade inserter attaches to the tfna helical blades and is guided by the blade/screw guide sleeve to insert the blades through the tfna nail. The blade/screw guide sleeve and the helical blade inserter were received stuck together and could not be separated. Based on the relevant drawing and the portion outside the guide sleeve, the inserter is stuck approximately 77mm advanced into the guide sleeve. This means that the alignment pins on the inserter have only advanced slightly into their intended channels in the guide sleeve. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device could not be separated. Other damaged observed on the devices includes impact marks / scraping on the underside of the inserter stop and the proximal end of the guide sleeve. On the inserter some of the red and yellow color coding is missing and on the guide sleeve some of the red color coding is missing. The balance of each device shows surface wear consistent with use and appears in functional condition. The blue handle component of the inserter was not received for investigation. The design contains only one insertion and final position alignment to allow the blade to be properly inserted and locked. The alignment pins on the inserter are to be aligned with the channels in the inserter prior to insertion. As the devices could not be separated and the specific circumstances at the time of issue are unknown a root cause cannot be definitively determined. However, the retuned condition is consistent with the result of an incorrect orientation and subsequent force. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. There were no nonconformances generated during production. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left hip fracture procedure on (B)(6) 2016, the surgeon discovered that the helical blade insertion handle and screw guide jammed. The jam prevented the helical blade to be fully inserted and the surgeon concluded that the blade was too long and removed it. The surgeon then put the two malfunctioned instruments aside and used two new instruments. At this time the surgeon decided to use a smaller size helical blade for the insertion handle. The surgeon completed the procedure successfully with no medical intervention. There was about a 15 minute surgical delay. The patient's post-operative status was noted to be stable. This report is 2 of 2 for (B)(4). Concomitant: helical blade (quantity 1, unknown part and lot number).

Manufacturer narrative:
Patient age/date of birth and weight are unknown the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.